Event description:
Prior to a myosure procedure for uterine tissue removal the physician performed a sounding (not a hologic device). During a myosure procedure the patient had a fluid deficit of 1200ml (distention media was saline). The physician then performed a hysteroscopy and visualized a perforation at the patient's "left ostia". The procedure was completed. There was no intervention required for the fluid deficit and perforation.

Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The disposable device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) was not able to be conducted for the myosure system as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: to avoid perforation, keep the device tip under direct visualization and exercise care at all times when maneuvering it or cutting it close to the uterine wall. Never use the device tip as a probe or dissecting tool. According to the instructions for use (IFU) precautions: to avoid perforation, do not use the scope tip as a probe and exercise caution when the scope is being inserted through the cervix and when the scope tip is near the uterine wall. (B)(4).